Manufacturer narrative:
The field service engineer replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Failure investigation will not be performed as this failure is being addressed through a recall. Through follow-up, the customer stated that patient's information was not provided and therefore, the customer doesn't know if the unit was involved with a patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed in the log. It is unknown if the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.